Event description:
A customer contacted global technical service (gts) regarding feeling overfilled, which occurred on the home choice pro (hcp) during the middle of fill 1 of 5. The home patient (hp) stated that they were also having a hard time breathing. The hp stated that they filled up using a continuous ambulatory peritoneal dialysis (capd) solution bag of 1500ml. The hp stated that the hcp did not drain them out completely in initial drain. The hp stated that the hcp proceeded to fill 1. The hp requested assistance with draining out. The technical service representative (tsr) assisted the hp with performing a manual drain. The manual drain volume equaled 3557 ml. The hp stated that they were empty and felt better. The hp stated that the machine was set to continuous cycling peritoneal dialysis (ccpd) therapy, the total time was set to ten hours, the fill volume was set to 2000 ml, the last fill volume was set to 0 ml, and the initial drain alarm was set to 0 ml. Based on the drain volume and fill volume given, an increased intra-peritoneal volume (iipv) did occur (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp stated that they would continue therapy for the night and they would inform the registered nurse (rn) of the iipv. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated that they were aware of the event. The rn stated that there were no adverse events associated with the patient's difficulty breathing. They stated that the patient has been able to continue therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with the initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.